Manufacturer narrative:
Product analysis: the device was returned for analysis. The stent was positioned on the balloon between the marker bands as per position specification, but due to mid stent deformation, the stent did not meet visual acceptance specification. No other damage evident to the remainder of the device. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report.medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during an elective pci/rotablation of a severely calcified serial acd stenoses, one onyx frontier coronary drug eluting stent could not be advanced in the 135 non-medtronic microcatheter. The stent was forwarded over a 6f guide catheter and a non-medtronic guidewire into the right coronary artery (rca). However, due to calcifications, the stent could not be delivered to the distal part. Therefore the stent had to be withdrawn and it was retrieved from the microcatheter without further problems. After inspection of the stent for further use, a deformed stent strut was seen and the stent was not used for a second attempt. The lesion being treated was severely tortuous, severely calcified in the mid rca. The device was inspected prior to use with no issues. The lesion was pre-dilated. The device did not pass through a previously deployed stent. Resistance was encountered when advancing the device. A 4.0mm medtronic stent was used as a replacement with no issues. No patient complications have been reported as a result of this event.